Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01540, 3005168196-2016-01541. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the technologist inadvertently bent the pod8 coil pusher assembly while removing the pod8 coil from its dispenser hoop. The pod8 coil became bent prior to use and was not used for the procedure. Next, a new pod8 coil and a new ruby coil were opened for the procedure. While attempting to introduce these two coils into the hub of the non-penumbra microcatheter, the technologist inadvertently bent the pusher assembly on both coils. Therefore, the pod8 coil and ruby coil did not enter the rotating hemostasis valve (rhv) of the microcatheter and were not used for the procedure. The physician and technologist stated that they did not encounter any resistance prior to the pusher assemblies becoming bent. The procedure was successfully completed using new ruby coils and the same non-penumbra microcatheter.